Event description:
The surgeon was inserting a 9x23 screw into the femur using an 'outside in' technique on an acl. The screw was driven with the ratchet handle and was nearly fully inserted when a small piece of the proximal end of the screw broke off.

Manufacturer narrative:
Based on the info available, possible suspected root cause(s): use of a ratchet handle to drive the screw rather than the appropriate associated driver corresponding to the screw size. Resistance to insertion being too high, causing the screw to fail to advance into the bone tunnel. Insertion over bent guidewire.